Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels since (B)(6) 2016 raging from below (30 mg/dl- above 300 mg/dl) the customer would consume food, juice and glucose tube when low to stabilize bg level. When the customers bg was below (30 mg/dl) the customers roommate assisted in providing the customer a glucose tube to stabilize bg level. When the customer bg levels were high the customer would bolus via the pump to stabilize bg level. The customer reported the possible cause of the fluctuating bg levels were due to settings and customer does not believe to have taken enough insulin to account for what was consumed. Customer is "gun shy" to take too much insulin in fear of going low. A system check was performed with tandem technical support, indicating the pump was functioning as intended. The customer was instructed to consult with health care provider.